Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and rheumatoid arthritis ('rheumatoid arthritis') in an adult female patient who had essure (batch no. 959213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's concurrent conditions included pap smear abnormal, polycystic ovarian syndrome, polymenorrhoea, premenopause, irregular menstrual cycle, vitamin d deficiency, endocrine disorder, menopausal symptoms, cyst of ovary and perineal pain. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced headache ("headaches"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / excessive bleeding"), dysmenorrhoea ("dysmenorrhea (cramping),") and the first episode of fatigue ("fatigue"). In (B)(6) 2012, the patient experienced vertigo ("vertigo"), back pain ("lower back pain"), arthralgia ("arthralgia joint pain") and myalgia ("muscles pain"). In (B)(6) 2013, the patient experienced anxiety ("anxiety"). In (B)(6) 2013, the patient experienced vulvovaginal candidiasis ("infection (bladder/ urinary tract/vaginal) type: candidiasis / yeast infections / acute vaginitis"). In (B)(6) 2014, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("dizziness / neurological conditions or problems type: lightheadedness"), depression ("depression"), the second episode of fatigue ("fatigue"), insomnia ("insomnia"), asthenia ("weakness"), dyspareunia ("dyspareunia (painful sexual intercourse),"), malaise ("malaise"), pain ("body pain"), leg pain ("leg and feet pain/ hand pain"), painful feet ("leg and feet pain/ hand pain") and hand pain ("leg and feet pain/ hand pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rheumatoid arthritis, headache, weight increased, depression, anxiety, the last episode of fatigue, alopecia, insomnia, migraine, asthenia, dysmenorrhoea, dyspareunia, arthralgia, myalgia, malaise and pain outcome was unknown, the dizziness, vaginal haemorrhage, menorrhagia, vulvovaginal candidiasis, vertigo and back pain had resolved and the leg pain, painful feet and hand pain was resolving. The reporter considered alopecia, anxiety, arthralgia, asthenia, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, headache, insomnia, leg pain, malaise, menorrhagia, migraine, myalgia, pain, pelvic pain, rheumatoid arthritis, vaginal haemorrhage, vertigo, vulvovaginal candidiasis, weight increased, the first episode of fatigue, painful feet, the second episode of fatigue and hand pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: tiny fragments of proliferative endometrium, negative for hyperplasia and malignancy.. Polymerase chain reaction - on (B)(6) 2016: enterococcus faecalis:abnormal candida albicans :abnormal; on (B)(6) 2016: group b streptococcus: abnormal; on (B)(6) 2016: candida albicans :abnormal. Ultrasound scan vagina - on (B)(6) 2007: patient here for severe pelvic pain. Patient states she had essure coils placed in 2012 and since placement she has experienced severe pelvic pain, menorrhagia and menopausal symptoms. Patient reports regular periods. Right ovary has a 26mm ovarian cyst. Right and left essure coils were visualized.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, malaise, fatigue, menorrhagia, vulvovaginal candidiasis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and rheumatoid arthritis ("rheumatoid arthritis") in an adult female patient who had essure (batch no. 959213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's concurrent conditions included pap smear abnormal, polycystic ovarian syndrome, polymenorrhoea, premenopause, irregular menstrual cycle, vitamin d deficiency, endocrine disorder, menopausal symptoms, cyst of ovary and perineal pain. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced headache ("headaches"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / excessive bleeding"), dysmenorrhoea ("dysmenorrhea (cramping),") and the first episode of fatigue ("fatigue"). In (B)(6) 2012, the patient experienced vertigo ("vertigo"), back pain ("lower back pain"), arthralgia ("arthralgia joint pain") and myalgia ("muscles pain"). In (B)(6) 2013, the patient experienced anxiety ("anxiety"). In (B)(6) 2013, the patient experienced vulvovaginal candidiasis ("infection (bladder/ urinary tract/vaginal) type: candidiasis / yeast infections / acute vaginitis"). In (B)(6) 2014, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("dizziness / neurological conditions or problems type: lightheadedness"), depression ("depression"), the second episode of fatigue ("fatigue"), insomnia ("insomnia"), asthenia ("weakness"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pain in extremity ("leg and feet pain/ hand pain"), malaise ("malaise") and pain ("body pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rheumatoid arthritis, headache, weight increased, depression, anxiety, the last episode of fatigue, alopecia, insomnia, migraine, asthenia, dysmenorrhoea, dyspareunia, arthralgia, myalgia, malaise and pain outcome was unknown, the dizziness, vaginal haemorrhage, menorrhagia, vulvovaginal candidiasis, vertigo and back pain had resolved and the pain in extremity was resolving. The reporter considered alopecia, anxiety, arthralgia, asthenia, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, headache, insomnia, malaise, menorrhagia, migraine, myalgia, pain, pain in extremity, pelvic pain, rheumatoid arthritis, vaginal haemorrhage, vertigo, vulvovaginal candidiasis, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: tiny fragments of proliferative endometrium, negative for hyperplasia and malignancy. Polymerase chain reaction - on (B)(6) 2016: enterococcus faecalis:abnormal candida albicans :abnormal; on (B)(6) 2016: group b streptococcus: abnormal; on (B)(6) 2016: candida albicans :abnormal. Ultrasound scan vagina - on (B)(6) 2007: patient here for severe pelvic pain. Patient states she had essure coils placed in 2012 and since placement she has experienced severe pelvic pain, menorrhagia and menopausal symptoms. Patient reports regular periods. Right ovary has a 26mm ovarian cyst. Right and left essure coils were visualized. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, malaise, fatigue, menorrhagia, vulvovaginal candidiasis. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs and mr received. Reporters information updated. Lot no. Added. Events : abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: candidiasis/ yeast infections, acute vaginitis, autoimmune disorder type of disorder: rheumatoid arthritis, migraines, vertigo, weakness, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain: leg and hand, body pain, joint pain, muscle pain, malaise, back pain, fatigue, hair loss were added. Outcome of events were updated. Medical history, lab data, concomitant drugs were added. Event neurological conditions or problems type: lightheadedness clubbed with previous event dizziness and outcome updated as recovered/ resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), dizziness ("dizziness"), weight increased ("weight gain"), depression ("depression"), anxiety ("anxiety"), fatigue ("fatigue"), alopecia ("hair loss") and insomnia ("insomnia"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, dizziness, weight increased, depression, anxiety, fatigue, alopecia and insomnia outcome was unknown. The reporter considered alopecia, anxiety, depression, dizziness, fatigue, headache, insomnia, pelvic pain and weight increased to be related to essure. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.